Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath was prepped as normal. The device was flushed all the way through and exercised properly. The sheath was inserted in the patient and a flush line connected to the pump was also attached to the sheath. The physician first inserted an octaray mapping catheter into the sheath. Then the mapping catheter was removed and farawave catheter was inserted. When sheath was flushed, lot of excess air was flushed up in the syringe. The physician tried multiple times yet no improvement. The troubleshooting steps included removing the faradrive sheath and flushing through without the catheter in the sheath. The physician then reinserted the farawave successfully by using a different device, same model. No patient complications have been reported. The product is not expected to be returned as it was contaminated.